Manufacturer narrative:
Philips service replaced the monitor and tested the system, confirming proper operation. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the flexvision monitor failed to display an image despite the system being powered on, on an allura xper fd10. The clinical use of the system was unknown. There was no reported patient or user harm.